Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the instrument ejected clips prematurely. The surgeon applied another instrument to complete the procedure, the hosp has reported that no pt injury occurred.